Manufacturer narrative:
Per design, users should not be able to edit mu. The information on mu, max dose rate, and treatment time are automatically transferred to the clinic controller. User can not change the mu, the treatment time, or the dose rate. Screen shots of the available edit to mu have been obtained. Although there was no reported injury in this case, the available information suggests a malfunction of the device may have occurred. Though still under investigation, varian has determined that an MDR is appropriate as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
During rapid arc commissioning, the physicist noted that the monitor unit field is available for edits when using option 'edit plan' at 4d. Customer is able to edit the monitor units when using the ad hoc 4d option 'edit plan' for a rapid arc plan. The monitor unit, couch vrt, lat, lng and ssd are all available for edits at this site. The site has two machines that are capable of rapid arc, one on each campus, both have the same behavior of being able to edit mu at 4d. No injury or misadministration was reported.